Event description:
High impedances , system replacement. . On 23jun2026, rep (B)(6) emailed nmd complaints to report: patient: sn (B)(6) model 3662ans. I met patient at the request of dr. (B)(6) today (B)(6) 2026 to check her ipg. She told dr.(B)(6) that she could not connect to her ipg and wanted it replaced. When I tried to connect to her ipg with my pc, her ipg attempted 4 self-repairs, but nothing repaired or connected. She denies any surgery¿s since she was last seen by (B)(6) she told me that (B)(6) told her that she had high impedances in one or both of her 3186 octrode leads. She does wish to have her entire system replaced if necessary. Thank you, note: (B)(4) documents eol of ipg. Ps date: (B)(6) 2026. Ppg complaint history review: 24jun2026, (B)(6): complaint history search for the last 4 years found prior report(s) on this patient: none

Manufacturer narrative:
Date of event is estimated.